Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with eight cartridge reloads present. Cartridge (b, c, d, e, f, g, h, I) ecr60b were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, green for first firing, then blue. Everything looked good until he went to oversee and found four open staples in the third row on the patient side. Third row from knife. Air test conducted. No leak. Case completed by oversewing. There were no patient consequences reported.